Manufacturer narrative:
The technical service specialist (tss) inspected the instrument. The high concentration waste line was clogged, and the cuvette overflowed. To resolve the issue, the mixer, the high concentrated waste tubing and the probes were replaced. However, a definitive cause of the discrepant result was not identified; therefore, the alinity c processing module serial number (B)(6) was considered the likely cause. An instrument service history review revealed no additional service tickets associated with discrepant/erratic results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the alinity c system, likely cause part, or discrepant results as described in this complaint. The device history record was reviewed, and no non-conformances or deviations was identified. A review of labeling was performed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) was identified.

Event description:
The customer stated falsely elevated magnesium result generated on the alinity c processing module for a patient. The result was questioned by the physician and the sample was repeated with normal result. The following data was provided: approximate reference (normal) ranges: 0.66 to 1.07 mmol/l sid (B)(6) initial result = 3.47 mmol/l, repeat result = 1.04 mmol/l there was no impact to patient management reported.

Event description:
The customer stated falsely elevated magnesium result generated on the alinity c processing module for a patient. The result was questioned by the physician and the sample was repeated with normal result. The following data was provided: approximate reference (normal) ranges: 0.66 to 1.07 mmol/l sid (B)(6) initial result = 3.47 mmol/l, repeat result = 1.04 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.